Manufacturer narrative:
Device used for treatment, not diagnosis. A design evaluation was performed. Cannulated hex driver (03.227.041, lot#2481106) was received with hex tip broken off and missing. The balance of the instrument is in very good condition. The cannulated hex driver is intended to be used for the placement of 6.5mm headless compression screws for fixation of various bones and bone fragments, per the technique guide. The evidenced broken surface is homogenous but with irregular peaks and shows a directional (clockwise) torsion break. It is likely that the driver tip broke in such an irregular pattern due to tightening of the screw when the hex tip was not squarely engaged into the screw hex slot and improper alignment/use and depth gaging provided by the recommended (03.227.033) compression sleeve was not applied. Despite the companion screws being self-drilling and self-tapping, in particularly dense bone it is recommended as well that pre-drilling be performed in such cases. The appearance of the irregular directional breakage of the instrument tip provides evidence of user error in the application of the driver-screw interface and technique. The device is determined to be suitable for its intended use.

Manufacturer narrative:
Device used for treatment, not diagnosis. A manufacturing evaluation was performed. The hexagon tip is completely broken off and is missing. The measurable dimensions were checked and found to meet the specifications. The hardness also meets to the specifications. A final manufacturing conclusion cannot be presented due to the condition of the product.

Event description:
It was reported that during a sub talar joint fusion procedure, the tip of a screwdriver broke. The surgeon used a different screwdriver to complete the procedure. The surgeon had to create an extra incision due to the breakage. All parts were recovered. The procedure was successfully completed with a reported delay of five minutes. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found.